Event description:
The patient experienced "wound disruption" when admitted to another hospital on (B)(6)2011. A physician noted that the wound disruption was "due to body position". The wound disruption did not heal, so a physician replaced and changed the pump implant site on (B)(6)2011. It was further indicated that "this time, the doctor changed the pump position and he was able to perform treatment to the wound disruption". The patient had recovered as of (B)(6) 2011. Drug delivered via the device was gabalon.

Manufacturer narrative:
(B)(4).